Manufacturer narrative:
On february 03, 2026, the mentor analysis lab received the suspect medical device for evaluation. On february 20, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned device determined that the breast implant was found to be ruptured. The rupture extended approximately 5.9 cm from the anterior to the posterior view. Microscopic examination was performed on the edges of the rupture, and parallel striations were found on the anterior aspect, measuring approximately 0.7 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 355cc mentor memorygel xtra breast implant prosthesis ruptured during a breast augmentation surgery during the process of implanting the device into the patient. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No adverse events, patient harms, or patient consequences were reported.